Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The reported poor image resolution was due to the implanted clips. The reported worsening mitral regurgitation (mr) was due to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical procedure were results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. Patient codes 1802 and 2001 were removed.

Event description:
Subsequent to the final report filed, the following information was received: on (B)(6) 2020, the mitral valve replacement was successfully performed and an abbott 27mm epic stented porcine heart valve w/flexfit system was implanted in the patient. On (B)(6) 2020, the patient's blood pressure rapidly decreased and a cardiac rupture was confirmed as a result of the mvr, and not due to the clip. An emergency heart surgery was conducted. On (B)(6) 2020, the patient died due to the cardiac rupture. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the single leaflet device attachment//slda. The reported poor image resolution was to difficulty visualization due to the implanted clips. The reported worsening mitral regurgitation (mr) was due to the slda. The worsening mr, perforation and death were due to procedural conditions (mitral valve replacement surgery). The reported hospitalization and surgical procedure were results of case specific circumstance. The patient effects of perforation and death are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated the physician stated the cause of the cardiac rupture was due to the mitral valve replacement surgery, and not related to the mitraclip procedure. Post-surgery, the patient underwent assistance with ECMO and ultimately died. Death was a complication of surgery and was unrelated to the device but the procedure failure was the triggering factor for the need of surgical intervention. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a perforation and death. Subsequent to the initially filed report, the following information was received: on (B)(6) 2020, the patient's blood pressure rapidly decreased and a cardiac rupture was confirmed. Therefore, an emergency thoracotomy was performed. The physician stated the cause of the cardiac rupture was due to the slda and mitral valve replacement surgery. The patient is currently hospitalized with ECMO (extracorporeal membrane oxygenation). On (B)(6) 2020, the patient died. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report (single leaflet device attachment/slda), worsening mitral regurgitation, prolonged hospitalization, and surgical intervention. It was reported that this was a mitraclip procedure performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 2. It was noted that initially the pre-mr grade was 4, but due to the effects of the anesthesia, the pre-mr grade changed to 2. Two clips were successfully deployed. Visualization was difficult due to the implanted clips. Then a third clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda), worsening mr. Three clips were implanted, increasing mr to 3. The patient remained hospitalized. On (B)(6) 2020, the patient underwent mitral valve replacement surgery to control the mr. There was no clinically significant delay in the procedure. No additional information was provided.